Event description:
Customer called to report that the unicel dxi 800 access immunoassay system generated erroneously elevated total beta hcg (human chorionic gonadotropin) results for two patient samples. The erroneous results were reported out of the laboratory. The samples were repeated when the issue was flagged, the results of which were used to amend the report. There was no death or injury associated with this event and patient treatment was not impacted. The customer technical specialist (cts) discussed the sample handling with customer, and it was determined that both patient samples were "short draws." Customer also stated that one patient sample contained a fibrin. Customer could not comment on pre-analytical issues as the samples were drawn by the nursing staff. The cts scheduled an onsite service visit for inspection of the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and performed varied hardware repairs. The fse replaced the aspirate probe and peri-pump tubing. The fse also installed type 1 modification 10339 for the tubing routing. The fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Although these services and repairs were performed, the fse could not identify a definite instrument issue that could have caused the event. It appears, though not for certain, that the sample handling and/or pre-analytical issues may have caused the event. Customer has not called back to report any further issues relating to this event. (B)(4).